Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. Cause for bg level was unknown, and a bg value was not provided. A bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.